Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2007, the decedent experienced a cardiopulmonary arrest during dialysis treatment and subsequently expired after the use of the product.